Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Concomitant device(s): 4212660, 304-22-13 - 12.5mm platform fx stem right; 6417954, 320-01-38 - equinoxe reverse 38mm glenosphere; 6821607, 320-10-00 - equinoxe reverse tray adapter plate tray +0; 6782821, 320-15-01 - eq rev glenoid plate; 6867863, 320-15-05 - eq rev locking screw; 6803441, 320-20-00 - eq reverse torque defining screw kit; s108285, 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; s107943, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; s217762, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; s125272, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; s055120, 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; 6792310, 531-20-00 - shldr gps rvrs drill kit; 6873955, 531-78-20 - shouldr gps hex pins kit; 1000321247, a10012 - gps implant kit v2.

Event description:
It was reported that a female patient had a revision on the right shoulder for an infection. There were no noted issues during the revision surgery. The patient was last known to be instable condition. The device will not be returned, "implants required for collection of infected materials ¿ sent to hospital pathology". No other patient information is known. No additional information.